Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse replaced the wash supply 3-way valve and the waste pumps. The fse adjusted the wash top of the test cup and ran precision testing. The fse recalibrated and ran 2 patient samples without any changes from the previous results. The analyzer was running correctly. However, the fse recommended that the clinical support specialist interpret results for the customer. There was no further action required by fse. The most probable cause of variations with hga1c correlations was due to the variation in the methodology.

Event description:
On (B)(6) 2016, a customer reported variations with hga1c correlations with their a1a-900 analyzer. The customer is unsure of what the original correlation was against. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.